Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a right tka, the jrny ii bcs xlpe art isrt sz 5-6 rt 11mm sheared off and the knee was unstable. The surgeon mentioned there could have been some cement extruded in the box, that might have caused wear. A revision surgery was performed on (B)(6) 2022 where a bcs constrained 5-6, 11 right was inserted and functioned well. The patient current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a revision was performed due to the insert post sheared off and the knee was unstable. Reportedly, ¿the surgeon mentioned there could have been some cement extruded in the box, that might have caused wear¿. It was communicated that the revision component was the same thickness but a constrained insert and that no patient or medical information was available. Without the requested patient specific medical documentation, definitive clinical factors which could have contributed to the reported revision could not be concluded; however, the reported ¿cement extruded in the box¿ could not be ruled out. The patient impact beyond the reported sheared post, instability, and revision procedure could not be determined. The patient status remains unknown. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that break of implant as a result of strenuous activity or trauma has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification shall control the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, fit/size of device, surgical technique or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.